Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 unit customer (B)(6) called in for further assist with 8100 unit has error code keep coming up 242-4030 before called in he has replace pressure senors both, also ail sensor and motor controller board next steps is the logic board error keeps coming up. Customer rather send unit in for repair will call back once he has the po# to setup unit for repair. Also confirm level one & two repair quotes.